Event description:
Svc rep reported that during preventative maintenance of the device, the device would not recognize when the defibrillator pads where attached. No pt involvement. Device repaired and proper operation confirmed.